Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint could not be confirmed or duplicated. A "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination.